Event description:
The service report shows while performing an inspection to the device, the mallinckrodt customer support engineer (cse) noticed while turning the alarm volume control the alarm became intermittent. The cse inspected the utility panel harness and found one of the wires came loose on the alarm volume control. The cse replaced the auxiliary harness and the unit passed extened self testing. The service history shows that the utility panel harness has not been replaced since it went into service in 1987. There was no patient involvement.